Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 45 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting, customer reported that drive support cap appeared normal. Time and date was incorrect; date was a day behind. Insulin pump was not exposed to MRI. Insulin pump passed self-test. After troubleshooting, customer was advised to monitor insulin pump.